Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a recurrent bladder stone at bladder neck and mesh erosion. A removal of the mesh with recurrent bladder stone was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.